Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is currently unavailable. Associated medwatch mr#[1221934-2018-50045].

Event description:
Nursing staff reported drill bits are blunt and need replacing. Not related to procedure, no patient involved.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device was discarded by the customer therefore, device is not available for a physical evaluation. Pictures were not provided. This complaint is not confirmed. No further information regarding the procedure or the device used has been provided to determine a root cause for this failure. No lot numbers were supplied which precludes conducting a device history record review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is currently unavailable.

Event description:
Nursing staff reported drill bits are blunt and need replacing not related to procedure, no patient involved. Additional information from affiliate stating: no lot numbers available. Issue was not during procedure. There was no patient involved.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.